Event description:
It was reported that during central processing, the fenestrated bipolar forceps instrument had a loose cable sticking out. There was no report of patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint. For clarification, the instrument was found to have damage of the conductor wires insulation.